Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top cover silicone overmold, as well as a severed electrode. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken antenna shield wires. System lock was lost while manipulating the antenna. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device had broken antenna coil shield wires, that were shorting to the antenna, which caused the intermittent lock reported. Advanced bionics will continue to monitor failure modes of this type. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. Device testing could not be performed due to no lock. Revision surgery is scheduled.